Event description:
It was reported the patient recharged every three days for less than five minutes each time, and she was experiencing uncomfortable warmth at the ipg pocket. The patient was advised to reposition the antenna, and to use the antenna pouch which would allow fabric between the external device and the skin. Follow up identified the suggested changes in charging resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.